Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown. (B)(4).

Event description:
It was reported that the patient had ¿part of her back removed¿ in 2010 because when they had the trial for the neurostimulator done, the healthcare professional (hcp) pulled the ¿probes¿ out they nicked a blood vessel in the spine. It was unclear as to what the ¿probes¿ pertain too. Also, there were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.